Event description:
During the therapeutic procedure of removing the peg enteral feeding device from the pt, the bolster became detached from the device. The physician chose not to remove the bolster from the pt, but decided to let the bolster pass from the pt through excretion. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.